Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ with needle had "white floating spots" foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received for investigation and observed no abnormality in the syringe. One actual sample returned for investigation. The returned sample subjected to visual inspection. No white floating spots observed in the solution. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7205480 regarding item #302151. Investigation conclusion: one actual sample was returned for investigation and no white floating spots observed in the solution. Hence root cause could not be determined.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ with needle had "white floating spots" foreign matter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ with needle had "white floating spots" foreign matter. There was no report of exposure, serious injury or medical intervention.